Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon vicryl suture product involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon vicryl suture product involved? Citation: journal of pediatric urology (2015) 11, 28.e1-28.e8; doi: http://dx.doi.org/10.1016/j.jpurol.2014.07.013. Note: event related to (B)(6) year old female reported in mw #2210968-2020-00532; event related to (B)(6) male reported in mw #2210968-2020-00533. (B)(4).

Event description:
It was reported via journal article: "title: laparoscopic mitrofanoff procedure in children: critical analysis of difficulties and benefits" authors: thomas blanc; cecile muller; maguelonne pons; pourya pashootan; annabel paye-jaouen; alaa el ghoneimi citation: journal of pediatric urology (2015) 11, 28.e1-28.e8; doi: http://dx.doi.org/10.1016/j.jpurol.2014.07.013. This retrospective study discussed about the feasibility and possible benefits of using a laparoscopic approach in children with significant bladder dysfunction associated with difficulty doing efficient urethral catheterization. Between 2003 and 2013, fully laparoscopic mitrofanoff (lma) was attempted in 15 children (male=12, female=3; mean age=9 years). During the procedure, a caudal suture between the appendix and the bladder mucosa was included the detrusor muscle to fix the caudal part of the anastomosis and stabilize the anastomotic line during suturing. After completing the anastomosis, the appendix was placed in the newly prepared detrusor muscle trough, and the seromuscular layer of the bladder was closed over the appendix. To avoid compression of the mesentery, the sutures were done through the mesentery under laparoscopic vision, using interrupted 4/0 vicryl (ethicon), thus creating an antireflux mechanism. Some modifications were done because of the high rate of conversion due to early opening of the mucosa (harmonic hook) or difficult anastomosis. Harmonic scalpel (ethicon) was used in this procedure. Reported complications with the use of harmonic scalpel included tearing of bladder mucosa (n=1) which was converted to an open procedure; urinary leakage from urethra ((B)(6) year old male patient) and/or stoma (n=5; (B)(6) year old male, (B)(6) year old male patient, (B)(6) year old male, (B)(6) year old male, (B)(6) year old male patient). Three patients with stomal urinary leakage were successfully managed by deflux (dextranomer-based implants) injection in the catheterizable channel, and remained continent after: 42 months in the (B)(6) year old male patient, 18 months in the (B)(6) year old male patient and 2 months in the (B)(6) year old male patient. Two patients ((B)(6) year old male patient and (B)(6) year old male patient) required an open revision of the appendicovesical anastomosis. Further, the (B)(6) year old male patient with both stomal and urethral urinary leakage also required implantation of an artificial urinary sphincter 1.5 years after the mitrofanoff procedure. Reported complication with the use of 4/0 vicryl included tearing of bladder mucosa (n=2; (B)(6) year old female and (B)(6) year old male) which the patients were converted to an open procedure. In conclusion, laparoscopic mitrofanoff procedure in children are unsatisfying in cases of high-pressure bladders in terms of incontinent stoma.